Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. Low vault was observed and the lens was exchanged for a longer length lens on (B)(6) 2012. This resolved the problem. Patient's last bcva was 20/20. See MFR report# (B)(4) for the patient's other eye.